Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: frequent urinations. The patient reportedly was unable to test patient's meter. The meter allegedly was missing segments on the display. No result was obtained from patient's meter. There was no result obtained from any other source. There was no comparison between patient's meter and any other device. There was no treatment. No further information has been reported.